Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the air in line sensor on the level 1 trauma fast flow system was bad. There was no patient involvement. The product problem was observed during testing.

Event description:
Device evaluation completed and summary in h 10.

Manufacturer narrative:
Other text: investigation completed on a smiths medical fluid warming/level 1 trauma fast flow systems h-1200 complaint of air sensor is bad was confirmed when powering on device. This was isolated to a faulty sensor board as testing to duplicate event included: installed f-30 gas vent filter onto h-31b air detector and power on device. Device overall condition reveled rolling base damage. Action was taken to replace replaced h-31b air detector sensor board. Replaced air bubble senor as preventative action.